Manufacturer narrative:
Additional information was received that the epidural hematoma was due to anticoagulants.

Event description:
A report was received that the patient was experiencing numbness in his left leg. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8336-70, serial#: (B)(4), description: coveredge 32, 70 cm 4x8 surgical lead.

Event description:
A report was received that the patient was experiencing numbness in his left leg. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the leg numbness was due to an epidural hematoma. No device malfunction was suspected. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing numbness in his left leg. The patient underwent an explant procedure.